Event description:
It was reported that the customer experienced excessive no delivery alarms when he tries to do a bolus. The customer's blood glucose level was not reported. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).